Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 287 mg/dl and was addressed with a bolus via the pump. It was confirmed that the customer had an alternate method of insulin delivery available.